Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e315 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, alarm #18: system pressure and pressure dome membrane leak. No trends were detected for these complaint categories. The service order report is still pending. A supplemental report will be filed when the service order report is complete. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. (B)(4). Device not returned to manufacturer.

Event description:
The customer reported a blood leak which occurred during a treatment procedure on (B)(6) 2016. The customer stated that there was one alarm #18: system pressure alarm that occurred prior to the leak. The customer reported that they reset this alarm and pressed start to continue. The customer stated that it was after this restart, that they noticed a system pressure dome leak. The customer reported that the treatment was aborted with no blood/products returned to the patient. The customer stated that the patient was in stable condition. Service was requested. The kit was not returned for investigation as it had already been discarded.

Manufacturer narrative:
(B)(4) feedback: the service technician cleaned the instrument's pump deck and under all the pump heads. The system checkout procedure was then successfully performed. (B)(4).